Manufacturer narrative:
A non-sterile EU 4.5x22mm stent 12 mm dw tip was received coiled inside of a coil dispenser inside of a plastic bag. The stent was found deployed. The introducer tube and the deliver wire were received coiled and no damages were noted on them. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10325212. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer that the delivery wire was impeded could not be evaluated due to the conditions of the received unit. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The device was received. Lot # and catalog # are changed due to receiving additional information.

Manufacturer narrative:
The product is expected to be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4). This report is related to MFR report #1058196-2015-00190.

Event description:
The contact from the facility reported that during stent-assisted coil embolization the enterprise stent (enc452212/10325212) could not be advanced through the prowler select plus microcatheter (606s255x/17091601) shaft. There was a severe resistance during stent advancement. The surgeon removed the microcatheter and stent. He noted that there was a kink at the distal end the microcatheter, which is suspected to have been formed after the microcatheter was removed. The surgeon had to change to a new microcatheter and stent to complete the procedure. There was no report on patient injury. There was no significant clinical delay to the procedure as a result of the issue. When the coil was removed from the patient, there was no damage on any part of the device. An adequate continuous flush was maintained through the catheter.